Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Manufacturer narrative:
Device received for this event is being corrected from ank c/x impl a11/d3.5/l11 catalog # 31010410 to ank c/x impl a9.5/d3.5/l9.5 catalog # 31010408.